Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, it was reported that ¿a fill estimate issue¿ occurred. Customer's blood glucose was no less than 250 mg/dl. Additional information was not provided. Multiple attempts were made by technical support to follow up with the customer, however, a response was not received.